Event description:
In (B)(6) 2014, I had my essure sterilization done. I was bleeding two weeks after and had much pain. A year went by with no problems, but in (B)(6) 2015 the pain started again and I am still suffering from it. My period comes and goes; and I leak all the time and the pain gets really had during. My hips and legs are also in pain.